Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e602 analyzer. The customer stated they received a questionable patient result and a questionable survey sample result. The customer was only able to provide information for one discrepant patient result. The units of measure were requested but not provided. The patient's initial hcgb result was 0.1. Upon a physician's inquiry, the sample was repeated and the result was 52000. Information on whether the patient was adversely affected was requested but not provide. The hcgb reagent lot number and expiration date were requested but not provided. A root cause could not be determined with the information provided. Additional data were requested but not provided.